Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced is being filed under a separate medwatch report#.

Event description:
It was reported that the procedure was performed to treat a heavily calcified common carotid artery. Using a 6fr non-abbott sheath, the emboshield nav6 was deployed without issues. A 4x30mm viatrac balloon was inflated to 8 atmospheres (atm). A 8-6x40mm xact self-expanding stent system failed to cross due to the anatomy. The xact was removed and a 5x30mm viatrac balloon was inflated at 8atm. The xact was reinserted and the stent was deployed. The 5x30 viatrac balloon was reinserted and inflated to 10atm. The patient was then instructed to squeeze a toy and it was then noted that neurological changes were occurring. The emboshield was then removed. The patient was noted to have right sided weakness and speech deficits. A stroke alert was initiated, and the patient was taken for a computed tomography (CT) scan where small acute frontoparietal infarcts were seen. The patient was treated with medication and transferred to neurology. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of cerebrovascular accident is listed in the emboshield nav6 instruction for use, as a known possible adverse event that may be associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided.